Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was attached to the generator and showed the tighten assembly screen. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. The device blade and hand activations buttons were tested and no anomalies were noted with their functionality. It is possible that the damaged to the retention pin happened during the assembly process.

Event description:
It was reported that during an unknown procedure the hand control could not be activated. No patient consequences reported. One device will be returning.